Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging massive pressure in face and head, massive migrains, lightheadness, high blood pressure. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient massive pressure in face and head, massive migrains, lightheadness, high blood pressure related to CPAP. There was no report of serious or permanent patient harm or injury. After the third attempt to have the device and components returned for evaluation, the customer stated he has sent back the device and further he said I cannot answer any more questions now as he was busy in his work.. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.